Event description:
Device alert appeared on the ventilator and the unit appeared to reboot.====================== manufacturer response for ventilator, ventilator======================coming in to repair ventilator.